Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device leaked. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). That analysis results found that the device sleeve was returned with the universal seal inserted through sleeve. As a result of the returned condition, functional testing was unable to be performed to evaluate the reported insufflations issues. Further evaluation the sleeve was found broken and the seal mechanism of the universal seal assembly deformed due to due to the returned condition of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damages observed at analysis. One potential cause for the damage on the sleeve may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time. Additional information: were any noises heard such as 'whistling' or 'hissing'? Yes, hissing. If so, did the 'noise' prevent insufflation? No. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? Yes and no. If so, what device? Camera or graspers. Was any torque being applied to the trocar or device? No.